Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
The physician had difficulty in deploying the zenith flex aaa endovascular graft bifurcated main body. A lot of resistance was met but the graft was eventually deployed and there was no harm to the patient.